Event description:
It was reported that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude signals. It was thought to be due to atrial fibrillation (af), thus no defibrillation threshold (dft) testing was performed during the procedure. Five months later it was found the smartpass had disabled and would not re-enable due to low amplitude signals. The field representative consulted boston scientific technical services (ts) as it was thought the patient received an inappropriate shock due to the low amplitude signal and t-wave oversensing. The morphology improved after the shock. It was noted that all sensing vectors had very small amplitude signals where sensing was not great. Ts found three inappropriate shocks due to the low amplitude signal with oversensing. There was also undersensing of premature ventricular contractions contributing the slow rate. Ts suggested an x-ray to evaluate the electrode and s-ICD position. However the field representative stated since the patient is septic due to a lung condition, with no concern of device related issue to the infection, they would not be performing an x-ray. Ts suggested turning off therapy while in the hospital and the field representative noted the physician would likely not consider that option at this time. The field representative reprogrammed the sensing vector and the s-ICD and electrode remain in service. No adverse patient effects were reported.